Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the adhesive on bending section cover has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the other failures was traced to component failure indicating expected or random component failure without any design or manufacturing issue. No further escalation is required. The most probable cause of the additional failure "adhesive on a-rubber has foreign objects." Was not established the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.